Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint device is not being returned therefore not available for a physical evaluation. No photographs of the defect were also not provided. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with no anomalies or discrepancies in the manufacture of this lot. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 300 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep that after implanting the customer's healix advance knotless the permatape suture loosened during a shoulder arthroscopy. The case was completed by creating another bone hole and putting in another implant with an orthocord suture. There were no patient consequences or delays. The device was left implanted in the patient and is not available to be returned.